Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2025-08157. Moving forward all additional information will be filed under 3005075853-2025-08107.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. B3: only event month and year known: october 2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: per the sales rep: the surgeon was passed the wrong stapler. He believed he was using an echelon but instead received a pvs. The tissue was way too thick for a pvs. The surgeon showed a photo of the transection where you could see staples which hadn¿t formed. The surgeon understood where it was misused and concluded that it wasn¿t a problem with the devices performance. So, no further action required. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure of the lung, it was observed that the stapler did not staple but only cut twice which then caused a major hemorrhage in the patient. There was no patient consequence nor surgical delay reported. No additional information provided.